Event description:
It was reported that the patient experienced a severe hypoglycemic event. The patient reported an inability to respond to alarms during the hypoglycemic episode. The patient experienced hypoglycemia, convulsions and an epileptic seizure for the first time, followed by a loss of consciousness for 6 hours. The pump was reported to switch from automatic to manual mode, which allegedly resulted in additional insulin being delivered. The patient regained consciousness and was able to crawl to the front door to seek assistance. A neighbour responded and provided assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data was reviewed for the period of 29sep2025-21oct2025. Review of the cloud data found no issues with insulin delivery or evidence of the system switching to manual mode unexpectedly. Several instances of the system entering from automated mode to automated mode: limited occurred due to the pod not receiving sensor glucose values for more than 20 minutes. The phb data shows infrequent instances signal loss with the continuous glucose monitor (cgm). During instances of signal loss with the cgm, the data shows estimated glucose values (egvs) of 10, 1, and 5, indicating a cgm power aberration, sensor not active, and sensor out of calibration, respectively. It was confirmed that the system correctly generated a missing sensor glucose values alert each time sensor glucose values were missing for over 1 hour. The system remained in automated mode: limited until valid sensor glucose values were received. The patient history buffer (phb) data contained no instances of the system switching from automated mode to automated mode: limited due to insulin being paused for too long. The cloud data showed that the system entered manual mode several times; however, review of the phb data found that each time the system entered manual mode when the user's blood glucose levels were below the user's target, the basal rate was 0, indicating that the system was put into manual mode to manually suspend insulin. Review of the cloud data found no evidence of the system over delivering insulin or switching to manual mode unexpectedly.